Event description:
Pt had a synchromed el infusion pump, model 8627-18, implanted in 1999 for treatment of non-malignant pain. In 1999 the pt presented with swelling and drainage at the pump site. The hcp reported that the pt had the pump and catheter explanted in 1999. A culture was taken of the drainage at the pump site on an unknown date. The result of the culture was staphylococci aureus. The pt was given oral antibiotics and the infection is resolved.